Manufacturer narrative:
Power loss alarm and replace battery alarms confirm in the pump long trace download analysis. The power management tool confirmed power loss alarm and replace battery alert was triggered battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit received with minor scratched lcd window, cracked keypad at select button, cracked retainer and scratched case

Event description:
It was reported that the replace battery now alarm was received on insulin pump. Customer¿s blood glucose level was 123 mg/dl. Troubleshoot was performed and customer did receive a low battery alert prior to the replace battery now alarm. The pump will be received for analysis.